Manufacturer narrative:
Corrected information has been provided in d.2b.procode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic specimen jar filled with a clear water like liquid. One haptic is broken in the gusset area (returned). The other haptic is broken in the haptic/optic junction area (not returned). The optic is cut in half. One cut optic portion has portions of lens material missing (not returned). The damage is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that an intraocular lens (iol) was exchanged one week after initial implantation due to patient not seeing well, feeling out of balance and having dry eye issues that required artificial tears. In a follow up, the reporter indicated that the patient's symptoms had improved.